Event description:
The reason for call was patient reported that they think their ins was "shut off" and that they have been shaking really bad. Patient stated that their controller battery died and that it will not let them back in, which made them think that their ins has quit working. Patient's ID card noted (B)(6), and patient also mentioned that when they turned on their controller, there was an apple logo showing on the screen and that it was telling them to "press home to unlock" but it would not get further than that. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".